Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that no clinically relevant supporting documentation was provided for inclusion in this medical investigation and the report form is limited. It is unknown how the procedure was concluded. Therefore, the root cause of the reported drill tip breakage could not be determined. The material composition of the non-implantable device is stainless steel. The twist drill is manufactured and intended as an externally communicating device not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the retained non-implantable foreign body with possible (although unlikely if the fragment is retained in the patella) micro-motion and/or migration, and local irritation/discomfort cannot be determined. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a bilateral tendon repair surgery, while surgeon was drilling into patients left patella, the twist drill 2.0mm broke off. The surgeon was not able to retrieve the drill bit despite trying to remove it. Surgical team discussed foreign object retention; as the device is sterile drill bit, surgeon was not concerned and spoke with the family.

Manufacturer narrative:
Internal complaint reference: (B)(4).